Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient information was not available for reporting. Date of implant is unknown and was only reported as approximately two and half years prior to the date of this report. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 to explant a trochanteric fixation nail (tfn) system due to patient groin and back pain and discomfort. The tfn system was implanted on an unknown date approximately two and a half years prior to the date of this report. It was reported that the surgeon decided to explant the tfn system since the patient had healed and was experiencing increasing pain. The tfn system included a 12mm titanium (ti) trochanteric fixation nail, an 11mm ti helical blade, and one 5.0mm ti locking screw. All three implants were removed intact and without damage. The patient was revised with an unknown total hip replacement prosthetic. There was no surgical delay associated with the removal of the tfn system. This report is 3 of 3 for (B)(4).